Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the manufacturer representative (rep) reported a warm sensation around the implantable neurostimulator (ins). There was a report that the battery heats up in the pocket. No further complications were reported/anticipated. Additional information received reported that the patient was doing ok and wasn¿t feeling the device heating up anymore. No further complications were reported/anticipated.